Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that her brother got water on his insulin pump while in the (B)(6). The patient's blood glucose at the time of incident is unknown. The customer let the pump dry for a day, and when he inserted batteries the pump started making a noise, likely an unspecified alarm. The sister reporting the incident is not (B)(6) authorized, and was given general information on the travel loaner program and pump replacements and phone numbers. No products were shipped or returned, and the customer will call back.

Manufacturer narrative:
(B)(4)